Event description:
The apparatus we set up for our chemotherapy infusions involve the following 3 items: appx 0.06ml bag spike, vented, clave -list #20116-01, ICU medical, inc-, 5 in -13cm- appx 1.3ml, non-dehp bag spike adpt spiros - list #z7014, ICU medical, inc-, 150ml burette plumset, convertible pin, 124 inch - list #11948-02,another company -. The spike end of item #1 above is inserted into the bottle. The spiros end of item #2 attaches to the luer-lock end of item #1. The spike end of the burette -item #3- is inserted into the opposite end of item #2 - the opposite end of the luer-lock-. Description of the problem: a leak was identified at the junction between item #2 and item #3 above. Dates of use: 2009. Diagnosis or reason for use: chemotherapy infusion. Event abated after use stopped or dose reduced?: yes.